Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/22/2017 with the following findings:.could not duplicate unresponsive keypad complaint. Keypad cover is undamaged, all buttons are responsive. Opened keypad cover, no contaminants found under contacts. Opened pump, moisture damage found on keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.